Event description:
Customer reported that a pt presented with inflammation at an unspecified time following strabismus surgery. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.